Event description:
In 2005, pt had recurrent incisional hernia repair-two previous hernias had been repaired prior - with "6x12 kugel patch." Seven months later, mesh explanted due to infection and chronic nonhealing wound.